Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses, power sources, wall adapters, and charging cables, and pump began working after use of different charging cable; technical support advised that non-tandem charging supplies should only be used for troubleshooting and arranged shipment of replacement tandem charging cable and wall adapter, and case was later closed when follow-up attempts did not receive a response.